Event description:
I have used insulin therapy since 1999. I changed pump brands to the tandem t1 flex. As I change my pump site every two days, I noticed that I was running short of insulin for the 3 month supply. I started to withdraw the insulin left in the cartridge. I can remove - 40 - 100 plus units. The pump says "0 units." How can it read "0 units" if there is insulin in the cartridge in the pump when I put the new filled cartridge in, no matter if I put 360 - 400 units in the cartridge, the pump reads 200 plus. Every time I change this pump there is insulin in it. I have made several calls to the company and have met with reps in person. They indicated that I am doing the procedure correctly. Point being, if the pump says "o units" and "no deliveries" but there is insulin in it - how can this be? This is not an isolated incident. This happens every time. Yes I am aware of the 25 units preparation cushion for tubing, cannula filling etc but the pump should be more accurate in insulin amount readings. Serial #(B)(4), arm s/w version #(B)(4), msp s/w version #(B)(4), config a 0x00000000 config b bits 0x00000000, s/n part # 00720, pcba serial, model, rev # (B)(4), (B)(4). Tandem insulin pump doesn't give accurate reading of insulin amount in pump cartridge.